Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg )level of 30 mg/dl. Reportedly, the customer delivered a bolus via pump to correct a prior bg level, resulting in the low bg. The customer addressed their bg by consuming oral glucose and glucagon shots. The customer was not treated in the hospital and was released with no permanent damage on 04/13/25. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.